Event description:
The clinician reported that 11 months after the dental implant was placed in ada site 7 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician reported the patient's implant mobility. The implant was removed and another placed in an adjacent tooth site. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.